Event description:
(B)(4) received a notice of incident from (B)(6) which involved a rollator that (B)(4) imports and distributes. As the end user walked in the rain with the rollator, she stepped on a pothole which she did not noticed as it was filled and covered with water. Her left foot and one of the rear casters both went into the hole which ended up for her to scraped her left leg with the bolts of the caster. The leg became infected for which an antibiotic was prescribed for her. This information was based on the report of the end user.